Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no delivery alarms and failed battery alarms. Customer also reports the pump screen has a rainbow effect in the sunlight that affects visibility. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed. No further details given. The pump will not be returned for analysis. No product is expected to return for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No rainbow effects noted. (B)(4).